Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a cracked lcd window, a cracked case at the reservoir tube window corner, a broken belt clip slot and cracked battery tube threads. No loose drive support cap anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen causing a crack on display screen which prevents reading of display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.